Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this implantable cardioverter defibrillator (ICD) was thoroughly inspected and analyzed. Pin gauge testing confirmed that all port diameters were within design specification range; however, the diameter of the is-1 (rv) spring contact component was found to be out-of-specification. This may have resulted in a suboptimal connection with the lead terminal. This laboratory finding contributed to the reported clinical observations.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a gradual rise in impedances. The impedances became greater than 2000 ohms, so the ICD was explanted and the rv lead was surgically abandoned. A tug test was performed during the explant procedure and all header and lead connections were found to be stable. A fluoroscopy was also performed which showed no visible damage on the rv lead. The ICD was returned for analysis. No additional adverse patient effects were reported.